Event description:
It was reported that the device was displaying error code 358.2000. Npi.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error code 358.2000. The customer¿s reported problem was confirmed. The proximate cause was determined to be the device logic board.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 358.2000. Npi.